Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found a broken light guide post. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the reported issue is most likely due to user error, improper handling as well as the application of excessive force. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the telescope, 4 mm, 70°, connector for light guide on bottom, autoclavable had a broken light guide post. The issue was found during inspection for use. The intended procedure was endoscopic sinus surgery. The procedure was completed with a similar device. There were no reports of patient harm.